Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the staple line complete? Yes, some staples were well hung on a part of the line but not on the other. What was the shape of the deployed staples (b-formation, irregular, unformed)? Don¿t remember. Was the cut line complete? Yes. Were they any adverse patient consequences as a result of the issue? No. Were the any changes to the patient¿s post-op care? No, just cleaning. Why were the prophylaxis antibiotics prescribed? Because of the incident are these usually prescribed routinely during this type of procedure? No. Was there a leak as a result of the reported stapling defect requiring the antibiotics to be prescribed? Yes, feces leakage and contamination of the operating site. What is the current status of the patient? Good. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the device fired in one or multiple firings? Can you provide any information regarding staple formation? What is the current patient status?

Event description:
It was reported that during a colon resection procedure, some staples were placed properly but the others fell into the abdomen of the patient leading to a stapling defect. A washing was performed and an antibiotic prophylaxis was prescribed. A competitor's device was used to complete the procedure. No patient consequence was reported for the moment.

Manufacturer narrative:
(B)(4). Batch # m55h10. Expiration date: 9/1/2020. Manufacture date: 10/1/2015. The following information was requested, but unavailable: what were the indications for surgery? Was the device fired in one or multiple firings? Can you provide any information regarding staple formation? What is the current patient status? Response: there is no additional information to provide. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.